Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and found that leak was coming from a valve in the hydropneumatic valve module. Fse replaced the valve, the regulator and the di (deionized) float switch. Fse primed unit 20 times and no leak was observed. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak that was observed on the floor underneath the unicel dxc 600 synchron clinical system. The customer opened hydropneumatic drawer and observed leaked material in left front of hydropneumatic compartment. Nature of the leaked material was unknown. No injury or exposure was reported and no erroneous patient results were generated.